Event description:
It was reported that the keypad button presses did not activate desired pump functions. The patient reported that the ok button was intermittently unresponsive when pressed. The patient mentioned she has to press the button several times to get the pump to respond and has randomly cancelled boluses due to the issue. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
Follow-up #1 date of submission 05/24/2012-device evaluation: the pump has been returned and evaluated by product analysis on 04/25/2012 with the following findings: evaluation revealed that the keypad rubber was lifted up near the ok key. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. Evaluation revealed that the ok and up arrow keypad buttons were intermittently unresponsive and required excessive force to elicit a response. There was evidence of keypad contamination found under all key contacts. Unrelated to the complaint, evaluation revealed a discolored/faded display screen, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filled.